Event description:
It was reported that during the deployment of a vena cava filter, resistance was encountered and add'l force was applied to complete the deployment; however, several filter legs became twisted. Add'l manipulations were made with a catheter to untwist the legs; however, the attempts were unsuccessful and the filter became tilted in the process. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number cfxg3773. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for failure of the filter to fully expanded; however, the investigation is inconclusive for filter tilt and advancement difficulty. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.